Event description:
Per the info provided to co by the pt, he is experiencing "autoinflation, migration and a fluid loss". Although he reported that he is not scheduled for surgical intervention, he wishes the device to be removed and not replaced. Additionally, he stated that a "transurethral resection of the prostate is to be performed concurrently with the removal of the prosthesis due to recurring urinary tract infection". As of the date of this report, the office has not received confirmation from the medical professional regarding this reported device complaint.